Manufacturer narrative:
The device was returned with the shuttle disengaged from the handle. The shuttle cartridge was covering the balloon's proximal bond and sealant was visible through the shuttle cartridge side slit. The shuttle movement was checked and slight resistance was felt during retraction. Subsequent to unsheathing, it was immediately observed that the sealant was completely soaked in blood and blood stain was present near the proximal end of the of the advancer tube, which is an indication that blood was being forced into the shuttle. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to resistance during deployment. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 5 mm from the balloon's proximal tip. Based on the condition/orientation of the returned device and the investigation performed, the failure might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. Based on the information provided and the investigation performed, the root cause of the tear in the balloon could not be conclusively determined. The review of the lhr (f1527503) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that during the shuttle advancement step, the mynx vascular closure device could not shuttle all the way . The device was removed and it was noted that the balloon had a small hole in it. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available. Additional information: the user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were no kinks in the procedural sheath or device after removal. At prep, the black marker on the inflation indicator was fully exposed. Stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Vessel location: peripheral vessel size: 6 mm sheath size: 6f stick location: medium.